Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was returned to an olympus repair facility and an evaluation was performed. Upon inspection and testing, the reported problem could not be replicated. In addition, a cut on the device cable caused a failed leak test. Kinks were also discovered on the cable, as well as peeling rubber on the rear cover, a stain on the switch, and a faded rear cover label. The reported phenomenon was not reproduced. Olympus surmised that a cut in the device cable caused internal water immersion, resulting in a communication failure and temporary image loss. The root cause could not be identified. This issue is addressed in the instructions for use (IFU): ¿never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that no image appeared from the 4k autoclavable camera head when preparing the device for use. The subject device was not used in the intended procedure. There were no reports of patient harm.